Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon reported that a patient with post left total knee, done on (B)(6)2017, has a post operative hematoma that required an open wash out at which time he requested to exchange the insert. The surgeon washed out the knee and did a poly exchange of the insert at the same time.